Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead appeared to have sustained fracture. Boston scientific technical services (ts) discussed increasing sensitivity. Additional information indicated that device reprogramming was done by the physician and patient had a scheduled follow-up. The lead remains in service. No adverse patient effects were reported.